Event description:
It was reported that the patient continued to have low voltage while on wall power. The mobile power unit (mpu) was exchanged on (B)(6) 2025. The patient was asymptomatic. Log files were sent for review. The low power and associated alarm types on (B)(6) 2025 were caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. It was unknown if the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the outlet. The ac power cord also did not come loose from the back of the unit as far as the patient was aware of. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu exchange resolved the issue and the mpu was discarded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 12 days of data (B)(6) 2025 per the timestamp). The log file captured intermittent low voltage hazard and no external power alarms from (B)(6) 2025 at 07:37:43 to (B)(6) 2025 at 09:24:36 due to losses of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power without any issues. The alarms resolved once external power to the mpu was restored. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.